Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported right side "any creases", "any creases associated with hole", and "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening extended on radius. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius and yellow particles inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no particles in valve were observed. Creases are observed but have no relationship with manufacturing. An opening crease smooth on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported right side "any creases", "any creases associated with hole", and "particles in valve". Device has been explanted and replaced.